Manufacturer narrative:
Product analysis: the product was discarded by the facility, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve, while advancing the delivery catheter system (dcs) from the right femoral access site, there was resistance met. A dissection was reported. The physician attributed the dissection to the dcs. Calcification was observed in the right femoral artery. A percutaneous transluminal angioplasty (pta) was performed and a stent was implanted. No additional adverse patient effects were reported.